Manufacturer narrative:
Additional information. Team reports they managed hemolysis with hydration and repositioning, weaned to explant successfully.

Manufacturer narrative:
Section d1 brand name corrected.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of hemolysis/mechanical interaction with blood was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of pump stop was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
D6b: added explant date.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 58-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs). The impella was inserted for ventricular support for a high-risk surgery: coronary artery bypass graft (CABG). During the procedure, the surgeon cross clamped the catheter, and cardiac output (co) placed in surgical mode by perfusion. The team attempted to restart at p-2, but an alarm sounded. The impella stopped due to motor current high. Multiple attempts were made to restart but were unsuccessful. The pump was placed in surgical mode with purge pressure (pp) at 370, purge flow at 17ml/hr. The CABG continued as planned. While the patient was in the intensive care unit (ICU), hemolysis was noted. It is unknown how the hemolysis was diagnosed, or if it was confirmed. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.4l/min without any issues. Poor positioning of the impella can cause hemolysis. Hemolysis is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
A4 weight is unknown. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.